Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and the remote network station (rns) were in communication loss with telemetry transmitters. The cns was able to see all hardwired bedside monitors. Later, the biomedical engineer stated that the cns was in communication with the telemetry transmitters, but the rns was in comm loss with the bedside monitors. No patient harm reported.

Manufacturer narrative:
Service history for this user facility shows customer reported further comm loss with gz transmitters under ticket 73832 on 12/13/2019. Under this ticket, the cause was determined to be linked the wlan configuration at this site: optimized roaming. The option caused wireless access points to actively disassociate clients that have a weak connection to the access point. This was a setting parameter administered by hospital's it team. The issue was resolved after disabling this feature. There has been no further gz comm loss incidents reported for this facility. Investigation conclusion: the cause of the issue was determined to be due to a wireless network setting from the hospital's wlan network, not an nk component. It is unknown if there is linkage between the reported power outage reported in oct 2019. Due to the issue being resolved and not related to nk's device, no CAPA is required. The following fields are not applicable (na) to the MDR report. D4 lot number & expiration date. Additional device information: d11 & c2: concomitant medical device. Attempts were made to obtain additional device information, but was only given the following: remote network station: model: unknown. Sn: unknown. Gz wireless telemetry transmitter: model: unknown. Sn: unknown. Bedside monitors: model: unknown. Sn: unknown. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) and the remote network station (rns) were in communication loss with telemetry transmitters. The cns was able to see all hardwired bedside monitors. Later, the biomedical engineer stated that the cns was in communication with the telemetry transmitters, but the rns was in comm loss with the bedside monitors the rns is a secondary monitoring device and there was communication loss with the bedside monitors, however, the cns, the primary monitoring system was still monitoring the bedside monitors, so this is not likely to cause harm. However, the cns not being able to monitor the gz wireless telemetry transmitter is reportable complaint. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device. Attempts were made to obtain additional device information, but was only given the following: remote network station: model: unknown, sn: unknown. Gz wireless telemetry transmitter: model: unknown, sn: unknown. Bedside monitors: model: unknown, sn: unknown.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and the remote network station (rns) were in communication loss with telemetry transmitters. The cns was able to see all hardwired bedside monitors. Later, the biomedical engineer stated that the cns was in communication with the telemetry transmitters, but the rns was in comm loss with the bedside monitors. No patient harm reported.